Event description:
During functional testing at zoll medical's technical service dept, the device displayed "defib fault 72," "pacer fault 116," and "pacer disabled" messages. There was no pt involvement in the reported malfunction.